Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with blood glucose of over 500 mg/dl. The customer treated with shots and through intravenous. Customer mentioned the following symptoms related to high blood glucose, had a hard time breathing and hallucinating. Customer was in a cruise when high blood glucose started. Customer was wearing the insulin pump at the time of hospitalization. Blood glucose was 229 mg/dl at the time of call and the recent blood glucose was 200 mg/dl. The customer completed troubleshooting for high blood glucose, unable to perform high pressure test as there was no clamp available. The insulin pump will not be returned for analysis.